Event description:
Customer reported tubing separation just above the fitment causing the leaking of fluid. Customer states that no further pt/event info is available. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it is completed.